Event description:
The customer reported that during reprocessing, liquid was leaking at the bending section cover on the scope. The subject device was returned to an olympus service center for evaluation. During inspection and testing, peeling of the coating on the insertion tube was observed. There was no harm or user injury reported due to the event.

Manufacturer narrative:
In addition to the peeling coating, the device inspection and testing confirmed the reported issue of liquid leaking at the bending section cover. In addition, service found that the control section had leaks, the adhesive around the lenses was worn, the distal end and insertion tube were dirty, the objective lens was chipped and scratched, the light guide lens was chipped and had a sharp edge, the bending section cover was broken, the cord was wrinkled, and angulation was reduced. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
In addition to the peeling coating, the device inspection and testing confirmed the reported issue of liquid leaking at the bending section cover. In addition, service found that the control section had leaks, the adhesive around the lenses was worn, the distal end and insertion tube were dirty, the objective lens was chipped and scratched, the light guide lens was chipped and had a sharp edge, the bending section cover was broken, the cord was wrinkled, and angulation was reduced. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that during reprocessing, liquid was leaking at the bending section cover on the scope. The subject device was returned to an olympus service center for evaluation. During inspection and testing, peeling of the coating on the insertion tube was observed. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct g2/h8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 20 years since the subject device was manufactured. Based on the results of the investigation, the event was likely caused by physical stress, chemical stress, storage environment, or similar. Users can detect the suggested event properly by handling the device in accordance with the following the instructions for use (IFU): ""inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities."" Users can reduce/prevent the suggested event by handling the device in accordance with the following IFU: "do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient." "This instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found." "The storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk." Olympus will continue to monitor field performance for this device.